Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by hospital biomed, the cardiosave intra-aortic balloon pump (iabp) failed the membrane leak test. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 a getinge field service engineer (fse) had replaced the safety disk and after the replacement the device had passed all the functional and safety tests according to factory specifications. This part was received with a reported unit failure message of fails membrane leak test.performed visual inspection of this part received and part looks to be in good condition.installed the safety disk into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r.the fat dept, performed all manifold tests and failed membrane leak tests with result of 10mmhg; the factory specification is +-6 mmhg.the fat dept, verified the failure message of fails membrane leak tests.safety disk failed testing.retaining safety disk in the fat dept. As per procedure 0002-07-d008 rev ap.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a